Event description:
The customer reported loss of cine images. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The user was not archiving images as required and old images were being overwritten by new images as cine drive became full. System was operating as intended. There was no system malfunction.